Event description:
It was reported that during a coronary stent procedure, the balloon catheter was placed into a side branch through the struts of a stent placed previously in this procedure. The balloon became stuck in the stent and subsequently separated during removal. The pt went to surgery. Pt status is listed as "critical".